Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9164815, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples or photos were sent by the customer so it was not possible to performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that bd plastipak¿ 3ml luer-lok¿ syringe had foreign matter inside the syringe. This was discovered during use. The following information was provided by the initial reporter: there was plastic inside the syringe. It was noticed when aspirating the medicine.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 3ml luer-lok¿ syringe had foreign matter inside the syringe. This was discovered during use. The following information was provided by the initial reporter: there was plastic inside the syringe. It was noticed when aspirating the medicine.